Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was exhibiting high pressure alarming with two different prefilled remodulin smiths medical, cadd medication cassettes. It was reported during troubleshooting the end user was able to get one cassette to work without alarming. The patient reported being admitted to the hospital on (B)(6) 2021 and discharged on (B)(6) 2021, for an unknown reason. The complaint form indicates no injury, and the event date was reported as (B)(6) 2021 which is after the hospitalization dates reported. No adverse patient effects were reported. No additional information is available at this time.